Event description:
It was reported to boston scientific corporation in 2007 that a jagwire device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed the same day (patient gender, age and weight are unknown). According to the complainant, after cannulation, resistance was felt at the tip of the cannula. The physician noticed that approximately 5mm of the jagwire tip remained inside of the patient's pancreatic duct. The procedure was completed with a different device (device unknown.) No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the jagwire. Although the exact cause of failure cannot be determined, the most probable cause for the reported failure may be due to the wire coming into contact with an external device.